Manufacturer narrative:
A field service engineer was dispatched on 9/29/2015 the fse replaced the tubing, nut and furrule. The fse checked for leaking, no leaks to report. No further action required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was problems with the peek tubing, fault or failure of peek tubing the nut and ferrule. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported that the peek tubing that goes to the filter housing has become brittle and they are having a difficult time re-attaching it after a filter change with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.